Manufacturer narrative:
(B)(4), related to (B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (b)(60 2025. On (B)(6) 2025, the patient stated her cgm was reading low mg/dl. The patient was experiencing vomiting, nausea, increased urination, and dry mouth. No bg meter comparison value was tested at this time. The patient did not provide herself with any medication or treatment. The patient contacted her family doctor and she was advised to go to the ER due to possible dehydration. At the ER, the patient¿s bg meter reading was 425 mg/dl while the cgm was reading low mg/dl. The patient was diagnosed with dka. The patient's tandem insulin pump was removed and she was treated with an IV insulin drip and a zofran injection. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.